Event description:
The trunk-ipsi component of the gore excluder bifurcated endoprosthesis was successfully placed. However, due to patient anatomy, the physician was unable to successfully place the contralateral leg component. As a result, an unplanned aorto-uni-iliac(aui) procedure was performed. The aui was successful and the patient is reported to be doing well.